Event description:
The catheter had a tear around the connection of the valve.

Manufacturer narrative:
The returned catheter had a long smooth tear in the middle of the catheter. The proximal end was broken off, and the edge of the break was jagged. The instructions for use that accompany our products caution that care should be taken in handling the catheters as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies.